Event description:
The customer reported that the central nurse's station (cns) was not in the cns application, it was in windows. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not in the cns application, it was in windows. According to the customer, they tried to click on the cns application, but it would not start back up. They clicked on it for about 10 minutes before calling nk. Technical support (ts) had the customer do a hard reboot and waited for a minute. The unit was then turned on and they were able to get back into the cns application. The customer mentioned a patient falsely alarming for rr as it was flat lining. This was resolved by removing the spo2 cable. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was not not in the cns application, it was in windows. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not in the cns application, it was in windows. According to the customer, they tried to click on the cns application, but it would not start back up. They clicked on it for about 10 minutes before calling nk. Technical support (ts) had the customer do a hard reboot and waited for a minute. The unit was then turned on and they were able to get back into the cns application. The customer mentioned a patient falsely alarming for rr as it was flat lining. This was resolved by removing the spo2 cable. There was no patient injury reported. Investigation summary: the root cause for false respiratory rate is use error. The spo2 cable was connected which allowed it to pick up readings despite not being in use with the patient. The cable was disconnected to resolve the issue. The user was educated to disconnect spo2 when not in use with the patient. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/02/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/02/2022 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 06/02/2022 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 05/19/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 05/26/2022 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 06/02/2022 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # 300293858 - 140942 follow up 001.